Event description:
It was reported by service report that the bed will not stop going down once you stop pushing the button. No pt involvement or adverse consequences reported.

Manufacturer narrative:
Faulty nuts in lift motor.